Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent emergent endovascular repair of a ruptured descending thoracic aortic aneurysm using a gore tag thoracic endoprostheses (tgt3420/8106774). A gore introducer sheath with silicone pinch valve (ts2230/8064454) was inserted from the patient's right femoral artery. The tgt3420 was implanted just above the superior mesenteric artery and the celiac artery was covered without embolization. After the sheath was withdrawn from the patient, a dissection of the right external iliac artery was identified. The dissection was repaired with metalic stents. (The diameter of the reia is unknown.) The final angiography showed no endoleak, the procedure was concluded. The preoperative aneurysm diameter measured 83mm. On (B)(6) 2010, the patient was discharged from the hospital. The aneurysm diameter measured 55mm. On (B)(6) 2011, follow-up images showed no endoleak with the aneurysm diameter measuring 41mm. On (B)(6) 2012, follow-up images showed no endoleak with the aneurysm diameter measuring 40mm. On (B)(6) 2013, follow-up images showed no endoleak with the aneurysm diameter measuring 40mm. In 2014 (unknown date), follow-up images showed a distal type I endoleak due to the migration of the tgt3420 proximally (distance unknown). No re-intervention was performed and the physician determined to monitor the patient. The aneurysm diameter is unknown. The physician reportedly suspected that there was a type ii endoleak from the celiac artery which was covered by the tgt3420 which contributed to a possible aneurysm enlargement and the migration. On (B)(6) 2015, the patient was brought into the hospital with another rupture of the same aneurysm. A bypass from the aorta to the superior mesenteric artery and the celiac artery was performed. A conformable gore tag thoracic endoprosthesis was implanted to extend the tgt3420 up to the renal arteries. The patient's blood pressure did not recover and she expired.